Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high"; although a specific value was not provided. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the elevated bg level; however, this could not be confirmed.